Event description:
Customer called olympus to report that the video system center had a flicker issue using the bovie with any scope on the sdi (serial digital interface) output connections. The issue was identified during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation; the reported issue was resolved through troubleshooting with the customer over the phone. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.